Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display upon attempted use. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use, the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that the battery cap was secured to the pump case per the IFU upon the last attempt to secure the battery cap prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 02/23/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/06/2015 with the following findings:an inexplicable 'power reboot event', which can be indicative of the type of power issue that was reported, was observed in the black box data. The battery compartment was observed to be intact. The pump powered on with the use of the returned battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The pump case was removed, and evidence of moisture damage was found on internal components.